Event description:
It was reported that the wands (x3) started alarming immediately after being plugged in. Procedure was completed with a back-up device, however the incident resulted in a surgical delay greater than 30 minutes. No patient injury or other complications were reported. Complaint 1 of 3. See (B)(4) for 2nd and 3rd failed devices.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices in question were not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence as more than likely an e-7 error was experienced which will cause the controller to produce an alarm. Factors that could have led to an e-7 error includes: the rf controller may have been turned off following connection of the wands or source power may have been interrupted. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wands from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.